Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped the axes controller platform 4 (acp4) and acp5, completed the programming, the data terminal equipment platform (orienting platform (op) workflow) and performed preventative maintenance. The system was tested and verified as ready for use. Isi did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed multiple possibly related system errors.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the customer encountered multiple recoverable faults. As a result, the surgeon elected to abort the procedure due to the reoccurrence of the error(s) and the inability to recover from the fault(s). At the time the case was aborted, the patient was already under anesthesia and ports had been placed. An intuitive surgical, inc. (Isi) clinical sales representative (csr) reached out to an isi technical support engineer (tse) who reviewed the live logs and confirmed multiple errors. The tse informed the csr that a visit from an isi field service engineer (fse) would be necessary and inquired about the possibility of repositioning the patient side cart (psc) wrist/orienting platform. The csr conveyed to the tse that the customer had decided to abort the procedure approximately 5 minutes after the start of the case. The surgery was rescheduled.